Manufacturer narrative:
The insulin pump was received with a blank display due to severely corroded battery tube and battery cap contact. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or test the operating currents due to blank display. The insulin pump had broken battery tube threads, broken battery cap, minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had physical damage. Customer reported that insulin pump had cracks at battery compartment; as a result, battery longevity was short. Customer was not sure how damage occurred. It was reported via the 24 hour helpline senior inbox that customer also mentioned of being hospitalized with diabetic ketoacidosis within two to three weeks prior to call. Customer declined transfer to helpline and did not want to be contacted. Insulin pump would be replaced.